Event description:
Boston scientific received information in (B)(6) 2011 from a journal article concerning a case study involving a patient implanted with a competitor device and atrial lead with a guidant model#0158 right ventricular (rv) defibrillation lead. Additionally, the patient had an left ventricular assist device (lvad) implanted as a bridge to cardiac transplantation due to end-stage heart failure. The adverse event occurred while the patient was lingering near an antitheft detection system at a store for approximately 2 minutes. During the course of the event, the patient received an inappropriate shock. The stored episode was reviewed which demonstrated electrogram noise on the rv channel only. The journal author theorized that noise on the rv channel only occurred because the rv lead was an integrated bipolar lead, but the competitor right atrial (ra) lead was a closely spaced bipolar lead. The competitor device was unable to appropriately characterize the events as noise due to very low amplitude signals. Only a few intermittent deflections of noise were sensed by the device and inappropriately characterized as ventricular fibrillation (vf). The journal author noted that there was no noise on any of the leads prior to or after this singular episode which virtually eliminated the possibility of a lead malfunction. The patient was profoundly bradycardic because oversensing on the rv channel inhibited appropriate bradycardia pacing. The lvad prevented syncope from occurring in this pacemaker-dependent patient. The journal author stressed the need for patients and physicians to be cognizant of eas electronic article surveillance (eas)-mediated electromagnetic interference (emi) and exhibit caution when in close proximity to such surveillance devices.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Koneru j, dumitru I, easley a, jr. Electromagnetic interference from electronic article surveillance system in a patient with a biventricular ICD and a left ventricular assist device. Pacing clin electrophysiol. 2011; 34(2): 244-6.